Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012877148 was returned and analyzed. A visual inspection was performed prior to functional testing and dissection. No anomalies were identified during the external inspection of the sheath. The handle, shaft, and side port were all intact with no apparent issues. The tip of the sheath was also intact and showed no visible anomalies. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure and vacuum tests were in acceptable ranges. In conclusion, the reported clinical issue could not be confirmed through analysis. The sheath did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 990063-020 (231370379); product type: 0623-achieve catheter; implant date n/a; explant date n/a product event summary: the data files were returned and analyzed. The files showed at least 7 applications were performed with a non-returned balloon catheter on the reported event date without any system notice or anomaly. In the fault file, the following fault messages were found on the reported event date: the system notice n-066 "the system has detected a higher than expected pressure on the vacuum side" was confirmed during the integrity test state, the system notice n-177 "the system has detected a higher than expected pressure on the vacuum side" was confirmed during the fault evacuate state, and the system notice n-184 "the system has detected a higher than expected pressure." Was confirmed. In conclusion, the reported clinical issues, hypotension and tamponade, can not be confirmed through analysis of the data. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient's blood pressure dropped, prompting imaging that diagnosed tamponade. A drain was inserted, but due to blood loss, open heart surgery was performed to repair a puncture hole. The patient's hospitalization was extended the case was completed with cryo. No further patient complications have been reported as a result of this event.